Event description:
Facility reported they had serveral combisets(8) with periodic kinks throughout the arterial, venous and priming lines. All of the kinked sets were found during set-up and priming. The samples are available for evaluation.